Event description:
It was reported that the patient had no stimulation. The patient had a device revision 1.5 weeks ago, wherein the battery was replaced. The patient's explanted device had been depleted for the last year and the patient has not felt stimulation for the last year. Impedances were checked intraop and were reported as normal. When the patient was programmed postop, the patient thought she felt stimulation, but not anymore. Despite programming up and down the lead, the patient could not feel stimulation currently. The patient's lead was on 0-3, which was determined accurate as going to 8-11 showed greater than 10,000. Also, programming on 10+, 11- did not illicit a response. The electrode impedance test on 0-3 combinations showed: 01 at 1706, 02 at 2588, 03 at 3055, 12 at 1524, and 13 at 2360. These were higher than the typical/average of 500 to 1500. Additional information received reported that the impedances were compared to previous programmings when the patient did have good stimulation and there was no significant change. An x-ray by the physician showed the system intact. The physician was sending the patient for a CT scan as the physician noted significant change in the patient's spine. The physician did not think there was a system problem, but a change in patient status since the original implant. There was no intervention planned at this time.

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1996. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996. Product type: programmer, patient: product ID 7425, serial# (B)(4), implanted: (B)(6) 2009. Product type: implantable neurostimulator: product ID 74001. Product type: adapter: product ID 3487a, lot# l37651, implanted: (B)(6) 1996. Product type: lead. (B)(4).